Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lead was explanted. Additional information received indicated that this lv lead was dislodged overnight possibly due to patient cause, and physician opted to revise and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.